Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.

Event description:
It was reported that the patient had fallen and presented to the physician's office with a hemothorax. Lead dislodgement suspected due to increased thresholds. The lead was explanted and replaced when repositioning was unsuccessful.